Event description:
A healthcare facility in china has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior infant nasal cannula was broken at swivel grip tube joint. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device opt314 optiflow junior nasal cannula interface was not returned to f&p in new zealand for investigation. Our investigation is based the photographs and description of events provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of an opt314 optiflow junior nasal cannula was broken and unravelled at the swivel tube joint., confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt314 optiflow junior nasal cannula interface. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt314 optiflow junior nasal cannula interface would have met the required specifications at the time of release. The user instructions which accompany the opt314 optiflow junior nasal cannula how in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior infant nasal cannula was broken at swivel grip tube joint. There was no reported patient involvement.